Event description:
It was reported there was a loss of therapeutic effect, and there was no known accident or incident related to the event. Impedances were measured and the results showed the values were >2000 ohms on some bipolar pairs. The therapy and unipolar impedances were normal. The stimulator was near end of life, so the stimulator and extension were replaced to try to correct the problem. The patient had 2 systems and it was unclear which system pertained to this event, so a report has been filed on both. See MFR report #3004209178-2012-00704 for the report on other system.

Manufacturer narrative:
Lead model 3389-40, lot #j0421486v, implanted: (B)(6) 2004, extension model 748251, (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012.